Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available. Initial reporter full phone number: (B)(6).

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two patients generated on the architect i2000. The following results were provided: customer¿s reference range for a female 0-0.034 ng/ml sample ID (B)(6) female initial result 0.040; repeat 0.001 ng/ml. Sample ID (B)(6) female initial result 0.285; repeat 0.000 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed the wash zone probe (08c94-36) was not seated correctly and replaced the part which resolved the issue. No subsequent issues have been reported. A review of the instruments service history revealed no contributing factors described in this complaint. A review of tracking and trending data in the product monitoring review found no systemic issues or trends for the part associated with the complaint. A review of tracking and trending for the wash zone probe (08c94-36) did not identify any trends. A review of the service history for the analyzer identified no contributing factors and no subsequent issues related to the discrepant results. Labeling was reviewed and found to adequately address the issue. A review of historical data was done, and both were adequate, with no trends, systemic issues, or related non-conformances found. Based on all available information and the complaint investigation, no systemic issue or deficiency was identified for the architect i2000sr analyzer.